Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code that was found during biomed testing. The biomed stated that the pump was not in use on a patient when the failure occurred, there was no report of patient injury or medical intervention resulting from this failure, no medication was being infused, no tubing was being used, and there was no additional contact information.